Event description:
It was reported via repair work order that the headend lift was stuck elevated and would not lower due to a broken head end lift motor and cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - ongoing troubleshooting.

Manufacturer narrative:
Follow-up submitted to report that the headend lift was stuck elevated and would not lower due to a broken head end lift motor and cpu board malfunction.

Event description:
It was reported via repair work order that the headend lift was stuck elevated and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.